Event description:
In 2008, the occupational health and safety nurse for caritas health alleged that nine employees at their facility experienced reactions after using caviwipes over one yr ago. Six of the none employees experience headaches, watery eyes, and irritation while using caviwipes. These reactions abated once the employees stopped using the prod, and no further problems were experienced. This report is for the first of three employees, that required medical intervention.

Manufacturer narrative:
This employee reported increasing allergy symptoms when using caviwipes. The employee went to see her doctor who required her to use an inhaler and antihistamine to minimize her allergy symptoms. The employee stopped using the caviwipes and no further problems were experienced. Because the employee sought medical treatment for the reported reactions this incident is reportable. No eval was performed: the part and lot number involved was unk therefore eval of retain samples could not be conducted. Additionally, the hosp did not return any suspected prod to metrex research corp for eval.